Event description:
Male who was born via emergency cs with apgars 3/7. The infant had one initial cry and then was apneic and was intubated. Five days later - infant had an airway obstruction below the level of the et and required reintubation. The nellcor co2 detector was applied and a delay of greater than 1-2 minutes occurred before a color change was noted. This delay resulted in another reintubation for the infant.